Event description:
Information was received indicating that, an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. Technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer was suggested to try the bd led pcb. The customer inspected the device and could not duplicate the reported malfunction covidien was not authorized to evaluate the device.